Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date of the date the investigation results were received by stryker. This scope was not returned to stryker endoscopy for evaluation. This scope was received and evaluated at OEM for investigation. The reported failure ¿damaged (moisture)" was confirmed by OEM. Per OEM: visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has distal tip dents and fiber damage. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. The product was not available for full evaluation. However, the device was evaluated by an OEM. In sum, this scope was not returned to stryker endoscopy for evaluation. This scope was received and evaluated at OEM for investigation.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. This scope was received and evaluated by the OEM. The reported failure ¿damaged (moisture)" was confirmed by the (B)(4). Visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has distal tip dents and fiber damage. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Alleged problem confirmed: yes, scope is damaged. Actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. Product disposition: level 3 repair for repairing damaged fiber and outer tube. In sum, the scope was evaluated by the OEM and the failure mode was confirmed.

Event description:
It was originally reported that the scope is damaged after two uses. The scope was received by henke and it was observed that a piece of the metal is missing from scope tip.

Event description:
It was originally reported that the scope is damaged after two uses. The scope was received by (B)(6) and it was observed that a piece of the metal is missing from scope tip.